Event description:
It was reported that during an ica procedure, the balloon did not inflate and deflate properly. Additional information received on 04 nov 2021 clarified that the subject balloon catheter also leaked during use abd there was a surgical delay for 15 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed because the product is not available for investigation the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, continuous flush was maintained throughout the procedure and the patient¿s anatomy was moderately tortuous. The issue was noticed during use of the device on the patient but there were no adverse consequences to the patient. There was 15 minute surgical delay and no medical intervention. The procedure was completed successfully. It is most likely that anatomical factors contributed to the reported event but as the device was not returned for evaluation this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon difficult/unable to deflate during use¿, ¿balloon difficult to inflate¿ and 'balloon catheter shaft leaked during use'.

Event description:
It was reported that during an ica procedure, the balloon did not inflate and deflate properly. Additional information received on 04 nov 2021 clarified that the subject balloon catheter also leaked during use abd there was a surgical delay for 15 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of the 2 mdrs. The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon did not inflate and deflate properly. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.